Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned products noted that the firing knobs were retracted and the articulation levers were in neutral position. The instruments were loaded with a pmv representative reload and successfully clamped, cycled fully, opened, and unloaded repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic segment resection procedure, when stapling the parenchyma, the handle slipped with a loud crack and the stapler cannot process the normal thickness of the tissue. When it worked, the stapled seams were fine. The surgeon uses new reloads and various handles. There was no patient injury.